Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a finding was identified. For material snz-14703-002, a planned deviation non-conformance was initiated for lot 71c24a0115 to address the issue of rss vacuum test failure. Without the sample returned for analysis or a photo provided, it cannot be determined if the finding is relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "syringe (ars) leakage and no patient harm". They changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "syringe (ars) leakage and no patient harm". They changed to a new set to resolve the issue.